Manufacturer narrative:
The electronic device log file was analyzed. It was found that during the case in question the peep pressure was fluctuating between 3 and 11hpa. This symptom of elevated peep pressures points to a sticking peep valve. A sticking peep valve is normally detected during the power-on self-test (post) of the device as happened in this case. The corresponding test step failed and a corresponding message was displayed on the screen. But after repetition of the specific test step the post was passed. This is untypical as especially on the lower end of the characteristic curve a calibration is not successful with a sticky peep valve. Within the recorded time period ((B)(6) 2017) in total 23 entries were found pointing to a failed calibration routine of the peep valve. So the failure was frequently announced to the user and was not of a sudden nature. Deposits, primarily chalk but also residues from cleaning as well as an inappropriate installation e.g. After reprocessing can abet the occurrence and can be root cause of a sticking peep valve. The device has reacted as specified. The user was informed about the failed calibration of the peep valve during post and subsequently during automatic ventilation deviations from the user settings relating to airway pressure, tidal and minute volume were alarmed respectively. Manual ventilation and monitoring functions are not affected. After replacement of the peep valve no further problems have been reported. The amount of similar cases (sticking peep valves) is significantly below the values that provide basis for our risk management. Consequently, no further actions are required at this time.

Event description:
It was reported that a blockage was present resulting in the patient having a hard time breathing; user had to manually ventilate patient. No patient injury reported.